Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient¿s blood glucose reached above 250 mg/dl. The needle mechanism did not fully deploy as intended during activation. The pod was not worn.

Manufacturer narrative:
Patient reports that the pink slide insert did not move forward and the device did not deploy during the priming sequence. They report there was a delay in the device deploying. The device was received fully deployed with the pink slide insert visible through the viewing window. Data downloaded from the device indicates the device was deactivated when the priming sequence was completed. As this does not constitute typical customer use, the root cause of the reported event could not be determined. The needle mechanism was reset and successfully deployed. No other damages or defects were noted that would result in a needle mechanism failure.